Manufacturer narrative:
Product analysis: it was found that the programmer exhibited a hesitating response to stylus interaction. The display overlay, stylus, and micro processor unit (mpu) were replaced, and the stylus and display were calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required repair. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.